Event description:
It was reported that during a procedure of the proximal left superficial femoral artery, the long lesion was treated with 3 stents without issue and during the attempt to deploy the 4th stent the absolute pro stent delivery system (sds) handle lock met resistance and excessive force was needed to unlock the device. After unlocking, the thumbwheel also met resistance to turn and the sds and stent were removed from the anatomy without issue. Once outside the anatomy it was noted that the stent was unsheathed and became deployed. There was no reported adverse patient effect. The procedure was completed using only the 3 stents. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Weight rounded; (B)(6). Indication for use, approved for iliac use, used in the leg; excessive force. Evaluation summary: the device was returned for analysis. The difficulty using the device and retracting the thumbwheel were able to be confirmed. The failure to deploy and premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time, including resistance unlocking the handle or rotating the thumbwheel, during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Additionally, the absolute pro was used in the superficial femoral artery. The indications section of the IFU states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.